Manufacturer narrative:
Model number/catalog number: sc-2218-70, serial number: (B)(4), batch/lot number: 257224/257263, model/catalog description: linear st lead kit 70 cm. Explant date: (B)(6) 2012. The exact date of the event is unknown. The provided event date (B)(6) 2012 was chosen as a best estimate based on the date that the manufacturer became aware of the event. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason. No further information could be obtained.